Manufacturer narrative:
Product complaint #(B)(4). Date sent to the FDA: 1/31/2023. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional device has been received for pdp9625; lot scmazh, however it has not yet been evaluated. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Additional information was requested, the following was obtained: hospital returned multiple samples for analysis as they believe this may be a batch issue, so please analyze all samples retuned as part of this complaint.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 2/3/2023. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 no device problem found. H3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that it was received one empty foil, one empty labeled winding former, and a needle-suture in two section that pertains to product code pdp9625h. Upon visual assessment of the sample returned, it was observed that the strand had begun with a degradation process caused by exposure to the environment. The foil was visually inspected, and no anomalies or defects were noted. As per the sample condition, the functional test could not be performed. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Additional h3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned devices. Visual analysis of the returned sample determined that it was received two empty open boxes and fifty unopened samples that pertain to the product code pdp9625h. As per the sampling plan, a visual inspection was performed on thirteen samples, and no defects were found on the packages. The packets were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no issues related to breakage suture or anomalies were observed during evaluation. Also, the functional test was performed using instron equipment, the pull force and tensile force were above the minimum requirements. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 no device problem found additional information: h3, h6 h3 investigational summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned devices. Visual analysis of the returned sample determined that it was received one empty open box with twenty-nine unopened samples that pertain to the product code pdp9625h. As per the sampling plan, a visual inspection was performed on thirteen samples, and no defects were found on the packages. The packets were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no issues related to breakage suture or anomalies were observed during evaluation. Also, the functional test was performed using instron equipment, the pull force and tensile force were above the minimum requirements. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Event description:
It was reported that a patient underwent a plastic surgery in 2022 and suture was used. During the procedure, the customer reported the suture keeps coming off the needle and snapping. The customer has been using pdp9625h regularly for a long time and they have found lot number to be very weak compared to usual and the suture thread is snapping when they are applying tension on the suture during closure. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Device not returned. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: there was no mention of any adverse consequences to the patients. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 2360 g/m.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 1/10/2023. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 no device problem found. The following additional information was requested: our failure analysis lab received the additional products with reference to this complaint, the following product was received: - product code: pdp9625. - product received: scmazh (additional 30 returned samples). 1. Could you please clarify if the additional samples belong to this complaint (21 samples were previously returned and evaluated) ? 2. If not, could you please clarify if the additional received product belongs to a different complaint? If so, can you please provide the complaint number. 3. If the device was not reported before, please provide more details of device malfunction. 4. If the product doesn¿t belong to any complaint, please let us know so we can discard it or advise if the product is required to be returned. H3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned devices. Visual analysis of the returned sample determined that it was received one open box with twenty-one unopened samples that pertain to the product code pdp9625h. As per the sampling plan, a visual inspection was performed on thirteen samples, and no defects were found on the packages. The packets were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no issues related to breakage suture or anomalies were observed during evaluation. Also, the functional test was performed using instron equipment, the pull force and tensile force were above the minimum requirements. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.